Event description:
It was reported by the surgeon that a female underwent a revision surgery due to the nail fracturing 15 months post op.

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.